Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight (B)(6) lbs. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), dermoid cyst ("dermoid cyst") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2013. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge and back pain outcome was unknown and the dermoid cyst had resolved. The reporter considered abdominal pain, back pain, dermoid cyst, dysmenorrhoea, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as previously date of insertion was reported (B)(6) 2011, now it is reported as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: pfs received. Case was upgraded due to specified events. Reporter's information was added. Patient's demographics were added. Date of insertion was updated. Date of removal added. Added event abnormal bleeding (vaginal, menorrhagia),dysmenorrhea (cramping), vaginal discharge, dermoid cyst. Updated outcome of dermoid cyst. Updated event onset date. Concomitant condition, concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an essure confirmation test". The patient's medical history included vaginal prolapse. Current weight 213 lbs. Concurrent conditions included obesity, menses irregular, dermoid cyst of ovary and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and dermoid cyst ("dermoid cyst"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge and back pain outcome was unknown and the dermoid cyst had resolved. The reporter considered abdominal pain, back pain, dermoid cyst, dysmenorrhoea, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as previously date of insertion was reported (B)(6) 2011, now it is reported as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received.- new events plaintiff did not under went an essure confirmation test were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an essure confirmation test". The patient's medical history included vaginal prolapse. Current weight 213 lbs. Concurrent conditions included obesity, menses irregular, dermoid cyst of ovary and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and dermoid cyst ("dermoid cyst"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), ovarian disorder ("ovarian disorder") and pelvic abscess ("abscess"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge and back pain outcome was unknown and the dermoid cyst had resolved. The reporter considered abdominal pain, back pain, dermoid cyst, dysmenorrhoea, menorrhagia, ovarian disorder, pelvic abscess, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as previously date of insertion was reported (B)(6) 2011, now it is reported as (B)(6) 2010 discrepancy noted in essure removal - (B)(6) 2012 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-jun-2020: pfs received. New event abscess and ovarian disorder were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.